Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg had difficulty communicating with external devices. Several external devices were tested with the ipg and it was confirmed that the ipg was difficult to charge due to the communication issue. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced, resolving the issue.